Event description:
Senseonics was made aware of an incident where the patient complained of allergic reactions from using both clear and white adhesive patches. The patient had symptoms such as redness and itching. The sensor was inserted on (B)(6) 2024. The symptoms began on (B)(6) 2024. The patient applied disinfection cream/lotion to the area. The patient consulted hcp who prescribed mometahexal spray to treat allergic reaction.

Manufacturer narrative:
The adhesive patches (clear and/or white) can cause skin irritation or allergic reaction, which is a known and anticipated potential adverse effect. Eversense user guide mentions about it under "risks and side effects". The patient mentioned having ensitive skin to the adhesives. The sensor was inserted on (B)(6) 2024 and the symptoms (redness and itching) began around (B)(6) 2024. The lot number of the adhesive patches were not provided by the patient. The patient initially applied disinfectant spray /lotion to the area. The patient then visited hcp who prescribed mometahexal spray to treat allergic reaction. The customer care shared adhesive tips with the patient. The patient is actively using the system without any other issues. This incident does not require any further investigation.